Event description:
IV self-filled remodulin pt via a cadd solis pump. Per medical social worker (B)(6). "Pt is being discharged today with a PICC line and a 6 week course of antibiotics for mssa line bacteremia from their hickman. They are hoping to have a new hickman in order after cultures are clear and their antibiotics are complete, so it may be needed to re-engage line care support if it's available." It is unknown when the pt was admitted or their length of stay. It is unknown if the pt was admitted due to their infection or another reason. No additional details, dates, or information provided.